Event description:
It was observed during the device inspection, that the gastrovideoscope acoustic lens was detached (damage level; adhesive layer exposed). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: h4. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for the reported event could not be determined. Olympus will continue to monitor field performance for this device.